Manufacturer narrative:
Implanted date is 'year valid' only citation: werner n et al. Transcatheter mitral valve implantation (tmvi) using edwards sapien 3 prostheses in patients at very high or prohibitive surgical risk: a single-center experience. Journal of interventional cardiology. 2020; 9485247. Doi: 10.1155/2020/9485247 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a patient who underwent implant of a 29mm medtronic duran annuloplasty ring in 2002. No serial numbers were provided. Approximately 15 years post implant of the annuloplasty ring, a non-medtronic transcatheter valve was implanted valve-in-ring for severe mitral regurgitation. No additional adverse patient effects or product performance issues were reported.